Event description:
On (B)(6) 2009, the pt reported she believes her primary insulin infusion device is not properly delivering insulin. She stated the device successfully primes and boluses, but she does not think she is getting her basal rates. She said her blood glucose will be fine before bed, but when she goes several hours without bolusing, she wakes up in the morning with a reading in the 400's mg/dl with her normal range being 80-180 mg/dl. She stated she corrects her blood glucose by bolusing through her infusion device. Symptoms of elevated readings are thirst. The pt stated switched to her backup infusion device yesterday and her blood glucose stayed within her normal range all day and she woke up with a reading of 170 mg/dl this morning. On follow up with the pt, she stated she had received her replacement device and her blood glucose has remained in her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.